Manufacturer narrative:
Title: learning curve of robot-assisted transabdominal preperitoneal (rtapp) inguinal hernia repair: a cumulative sum (cusum) analysis source: surgical endoscopy (2022) 36:1827¿1837 accepted: 17 march 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between february 2013 and january 2018, a retrospective study reported an institution¿s experience performing robot-assisted transabdominal preperitoneal inguinal hernia repair (rtapp-ihr), it was noted that the mesh or a competitor¿s product was utilized to cover the myopectineal orifice. There were 371 patients included in the study and complications included: scrotal hematoma resulting in hospital readmission, seroma, cellulitis, and surgical site infection. Article: omar yusef kudsi, 2021, surgical endoscopy (2022) 36:1827¿1837; https://doi.org/10.1007/s00464-021-08462-6.